Event description:
During an interventional procedure the balloon burst. The vessels were described as calcified and tortuous. The physician had no difficulty accessing the lesion with a guidewire. A syringe was used to inflate the balloon. The location of the lesion is unk. The procedure was finished with another opta pro balloon. There was no reported injury to the pt. As per the qualrap, no add'l info is available.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.